Event description:
It was reported that the pump was stepped on and the touch screen was shattered. Reportedly, a portion of the display was not visible. Customer's blood glucose was 350 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.